Event description:
It was reported that the first implant (ar-1588btb, lot 11562196) broke before implanting it when it was taken out of the packaging. There was no harm or adverse event for patient, operator or third party reported. The acl surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The contribution of the device to the reported event could not be determined as the device was not returned/received for evaluation, therefore the alleged complaint event could not be confirmed. The most likely cause for the reported failure can be attributed to misuse/mishandling.